Manufacturer narrative:
It was reported that a surgeon lost a glove tip during surgery. The tip was recovered outside of the pt. There was no injury or need for further intervention. The contact at the facility stated that the incident may have occurred while the surgeon was suturing. The sample was returned and evaluated. No mfg defect was identified. A root cause was not determined but we cannot rule out user error as a contributing factor to the tear.

Event description:
It was reported that during a surgical procedure, the surgeon lost a glove tip. It was recovered without further incident.